Event description:
The device extruded into the external auditory canal, therefore re-implantation with a new vorp503 was done.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.